Event description:
It was reported the customer's buttons were hard to push on their insulin pump. The customer also reported having neuropathy in their hands, affecting their performance with the insulin pump. Customer also reported they were unable to hear the audio alarms because they were out of range for the customer. The customer's blood glucose was unknown at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.